Manufacturer narrative:
(B)(4). Date sent: 6/01/2026. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ech60s lot number a99f8j and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic-assisted distal pancreatectomy procedure the surgeon attempted to close the instrument. Although the instrument latched, the distal jaws were noted to be deflected and did not fully close on the pancreatic tissue. As a result, the device was unable to fire. The surgeon discontinued use of the device and completed the procedure using a competitive stapler. No patient consequences reported. No additional information provided.